Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 79 mg/dl and 300 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Event description:
The customer reported high blood glucose levels. The customer changed the infusion set four times and noticed that insulin had leaked into the reservoir compartment. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Customer's returned meter was investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.